Event description:
Due to a secondary infection persisting for two and a half months the clinic opted for explantation.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an infection in the post-operative period. A review of the device sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. Reportedly the infection did not spread to the level of the implant. The explanted device has not been received for investigation yet.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Due to a secondary infection persisting for two and a half months the clinic opted for explantation.